Event description:
It was reported, the patient ((B)(6)) experienced dehiscence at the ipg incision site shortly after implant. Surgical intervention was undertaken in (B)(6) 2013 to address this matter, and the site was re-sutured. Follow-up on the patient found that the healing of the ipg site is not ideal and is currently being treated with silicone patches. The patient will meet with her general practitioner for further assessment.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.